Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone17.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 250 mg/dl while wearing the pod longer than 48 hours. They also experienced redness and/or swelling at the insertion site. The patient did not notice that the pink slide moved forward and noticed insulin leakage. However, they stated that the cannula was inserted into the skin during wear and appeared normal. The patient mentioned receipt of an alarm, but did not go into specifics. The patient was able to successfully activate a new pod. During the call with product support, the patient mentioned issues with 23 omnipod devices that failed between (B)(6). The pods experienced various problems, including high blood sugar levels (with readings reaching 423 mg/dl), cannula failures, and insulin leakage in approximately 4 of the pods. About half of the failed pods (approximately 12) showed redness and swelling at the site. One incident involved an emergency room visit.